Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system (B)(6) set leaked. This was noticed during internal testing. The engineer reported that the cassette was removed from the cycler and they attempted to drain the heater bag into the sink. During this process, the heater bag line popped off the cassette. A leak occurred however, the cassette was already being drained at the time. There was no patient involvement, no patient injury or medical intervention associated with this event. No additional information was available.